Manufacturer narrative:
A manufacturing record evaluation was performed on march 27, 2020 for the finished device number (B)(6), and no non-conformance's were identified. Additional information was received on april 29, 2020. An explant is planned for (B)(6) 2020. Reason for device explant and/or reoperation: breast pain/rupture since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020. In addition to the rupture reported previously, the patient also experienced bilateral baker grade iii capsular contracture. The contralateral prosthesis report number is 1645337-2020-07343. When the devices were explanted, bilateral prosthesis replacement with 450cc mentor memorygel breast implants was performed. The investigation of the returned photograph was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 6580821, and no non-conformances were identified. During the visual evaluation of the sample, some creases on the anterior view were noted. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2020 mentor became aware that it erroneously placed the wrong statement in the device evaluation summary submitted on that same date. The incorrect statement was: the investigation of the returned photograph was completed by the failure analysis lab on june 12, 2020. The correct statement was: the investigation of the returned device was completed by the failure analysis lab on june 12, 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant experienced right sided rupture accompanied by pain post procedure. The rupture was confirmed through magnetic resonance imaging. Future explant and replacement is indicated, however, at the time of this report, mentor has received no information regarding an expected explantation date.